Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End users wife reports that end user has had yeast infection on skin for 5 1/2 years and has tried using multiple brands of products. States has been using this wafer for last couple years. States pimple like rash under tape collar only that gets better when using lotrisone cream. Currently cleanses skin with water and pats dry then applies sh powder to skin then sensicare protective barrier wipes. Allows to dry then applies wafer. Has been treated by md for yeast infection. Reviewed getting current nystatin powder prescription from physician and to use under tape of eakin seal.